Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif with the multihole drill sleeve in question for the trochanteric femoral fracture. There were deficiencies in the cleaning of the instrument before surgery. Dirt was found inside of the several hollowware instruments in tfa-1 set and tfa-2 set, including the multihole drill sleeve and a driving cap. Additionally, the instruments were wet. The central supply room staffs had to extend their working hours to clean the instruments. There was a possibility for serious health hazard to patient. The hospital is highly aware of infection and will report this issue to the surgeon. The instruments were cleaned and used for surgery. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) unk - impaction instruments: trauma this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - impaction instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6) hospital. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.